Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient had muscle stimulation when presented in the emergency room after receiving a notification alert. It was found that the device was in backup vvi. A device download was performed successfully, and the device was reprogrammed to previous programmed settings. The patient was fine after the event.